Manufacturer narrative:
This device has been explanted but we have not received it back from the md.

Event description:
Right implant ruptured, discovered during surgery.

Manufacturer narrative:
The device was returned with a shell failure and moderate yellowing of the gel. The cross section of the failure was analyzed using optical microscopy; no distinguishing features were observed. The cause of shell failure is local stress of unknown origin. The device measured below astm standards for ultimate elongation. The device measured above astm standards for ultimate break force.